Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37092 lot# 272450001, implanted: 2011 (B)(6), product type accessory product ID, 355531 lot# n276853, implanted: 2011 (B)(6), product type screening device product ID, 3550-39 lot# n278574, implanted: 2011 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation. It was noted that the patient was in a car accident in (B)(6) and that the stimulation stopped working after that. An x-ray confirmed that a lead had broken. A follow up report will be sent if additional information becomes available.